Manufacturer narrative:
The two devices were returned for evaluation. Two lot numbers were provided, and lot history reviews were performed. Break was confirmed in both devices. One device was also confirmed for a burst. A root cause has not been determined. The devices were labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 600560 chronic catheter allegedly experienced a break. This information was received from various sources. Both malfunctions involved patients without consequence. The age, weight and sex of the involved patients were not provided.

Manufacturer narrative:
The devices for both malfunctions have been returned to the manufacturer for evaluation. The investigations are currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 600560 chronic catheter allegedly experienced a break. This information was received from various sources. Both malfunctions involved patients without consequence. The age, weight and sex of the involved patients were not provided.